Event description:
A site representative reported their vertek arm will not lock properly and requested a replacement. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Medtronic evaluation of suspect device finds the handle of the vertek is locked-up and not functional. Replacement device shipped to site (B)(4) 2012.